Event description:
I had them placed in (B)(6) 2007. In of 2011 my thyroid was found to have multiple goiters, in 2013 because of increased size, had it completely removed, now on thyroid medication for rest of my life. In (B)(6) 2012 started with severe pain on my left side (pelvic, hip and butt, increase bloating). It increases when I start my cycle. I have been living on pain pills and ibuprofen, been to multiple doctors including my primary care, chiropractor, gynecologist, urologist. They all referred me back to gyn since they didn't find anything. I now have a cyst and fibroids, periods lasting 3 weeks at a time and now unpredictable timing as to when it starts. The pain is to the point I can't sit, stand, loose focus to do my job. I'm pacing to work through it. I feel as though I have been in hell for 21 months finally gyn is listening about the pain in the pelvic area and the chain reaction.